Event description:
The micro sagittal saw was sent for evaluation due to overheating during testing. The event occurred during a routine maintenance visit. There was no patient involvement; no adverse event was associated with the device.